Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after unpacking the catheter, the hemostasis valve was noticed to be coming off. The catheter was not used and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the mechanical operation of the catheter was damaged. The mechanical operation of the catheter was analyzed. The mechanical operation of the catheter shaft was bent. Visual analysis of the delivery catheter indicated damage during use. The analyst noted a c315his catheter was returned. The hemostasis valve is not flush with the proximal edge of the catheter hub. The hemostasis valve is pushed into the hub of the catheter past the bonding adhesive. There is blood at the proximal edge of the hub near the hemostasis valve. The proximal edge of the hub is damaged. The distal end of the shaft of the catheter is damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.